Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the lamp error occurred and the lamp was extinguished occasionally. Olympus service operation repair center (sorc) checked the subject device and found that the lamp error occurred due to failure of the power unit. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc) there was the possibility that the reported phenomenon was attributed to the failure of the components of the power supply unit due to the deterioration by repeatedly long-term use, because more than five years had passed from the subject device had been delivered to the facility. If additional information becomes available, this report will be supplemented.